Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up arrow button not working. Customer's blood glucose level was unknown. Customer states reservoir on the insulin pump was chipped off. Customer states reservoir able to lock in place when inserted into insulin pump. Customer states insulin pump had battery out limit. Customer reports they were able to clear the alarm. Customer states they did not receive request to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked belt clip lot and broken reservoir tube lip.